Event description:
This homecare patient was being fed using a pump. 250ml of an enteral feeding solution were hung, and the pump was set to deliver 50ml/hr. The reporter stated only about half of the feeding was infused over the scheduled time. There was no illness, injury or medical intervention resulting from the event. The reporter stated the pump had under-delivered once before, but provided no details. One patient involved.